Event description:
An ophthalmic surgeon reported back flow to the cutter during surgery at the final stage of cutting vitreous body. They decreased the settings, but the back flow continued. The procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).